Event description:
The cuff was removed from the pt and replaced due to fluid loss -cclusive cuff, small cuff leak occurring at one of the creases within the cufdf and small reservoir capacity secondary to fibrotic capsule.